Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism, and in conjunction with trauma situation/motor vehicle accident and bariatric procedure. At some time post filter deployment, it was alleged that filter limbs perforated into an unknown location. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly expired.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were provided and reviewed. Based on the medical records review, approximately thirteen years and six months later, computed tomography of abdomen and pelvis without intravenous nor oral contrast was performed which showed superior extent of caval filter at l2-l3 disc space and inferior extent at superior l4 vertebral body. A total of five prongs have perforated the inferior vena cava. A single prong has perforated the aorta. Maximum distance prongs perforated 14 mm. Coronal images three-degree tilt left to right. Sagittal images one degree tilt posterior to anterior. Inferior vena cava filter present. The tip of the filter was below the right renal vein. They do not have coronal reformatted images on the prior study, but the position of the filter appears unchanged with the apex of the filter tilted slightly laterally. The legs of the filter are unchanged in position since with previous examination, with multiple legs extending beyond the outer lumen of the inferior vena cava, which was a typical finding. No contrast was utilized on this study, so evaluation of the lumen of the inferior vena cava was limited. No fractures of the metal components are identified. Mild atherosclerosis of the aorta and its branches was noted. Based on the images review, six computed tomography scans and one x-ray image are provided and reviewed. The reports describes an event in which a recovery filter implanted thirteen years prior was found incidentally on a computed tomography scan to have numerous filter leg struts perforating the vena cava. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism, and in conjunction with trauma situation/motor vehicle accident and bariatric procedure. At some time post filter deployment, it was alleged that filter limbs perforated into an unknown location. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly expired.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism, and in conjunction with trauma situation/motor vehicle accident and bariatric procedure. At some time post filter deployment, it was alleged that filter limbs perforated into an unknown location. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly expired.

Manufacturer narrative:
Manufacturing review: a device history record (DHR) review was not performed as the lot number was unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were provided and reviewed. Approximately thirteen years and six months post deployment, a CT scan demonstrated positive for caval perforation. A total of five prongs perforated the ivc and a single prong perforated the aorta. Therefore, the investigation can be confirmed for perforation of the ivc. Based on the image review, five of the legs extend more than 5mm beyond the border of the non distended ivc wall. One prong does extend up to the aortic wall but is not demonstrated to extend into the aorta. Therefore, based on the images provided, the investigation can be confirmed for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. At this time it is unknown the relationship between the filter and the reported death. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.